Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl, 120 mg/dl and 400 mg/dl. The customer was treated with fluids. The customer had symptoms such as body aches high blood pressure and high blood sugar. The insulin pump will not be returned for analysis.